Event description:
Adverse event(s): "no reported pt injury" (no consequences or impact to pt). Product problem(s): "system message" (device displays error message). A facility reported receiving a system message prior to cassette being loaded. After a complete shutdown and startup of the system, the staff was not able to clear the sys message. The system was switched out and the remaining procedures for the day were completed. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of complaints and service requests for the last 24 months indicated no additional related reports for this system. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).